Event description:
Caller went to ER because her bg reading was 234 two hours after a pod change. She stated that her bg is never that high and felt that she knew for a fact the pod was not working. ER doctor removed and discarded the pod in use at the time. Caller did not know what her bg reading was when she changed her pod. Caller activated a new pod.

Manufacturer narrative:
The device involved in the reported incident was disposed of and will not be returned to the MFR for evaluation. The caller did not provide the lot number of the product. No further info is available. No conclusion can be reached at this time. This complaint will be considered complete and closed. The product user guide instructs the user to check infusion site often for proper cannula placement. It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.